Event description:
Pt underwent an MRI-controlled breast biopsy that appeared to go without incident. The pt developed redness, pain and tenderness of the skin in an area of the breast away from the biopsy site. This was evaluated by a dermatologist and appeared to be a thermal burn.